Manufacturer narrative:
This report is for one (1) unknown variable angle (va) locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent a revision of a non-union fracture wherein it was recognized that a variable angle (va) anterolateral distal tibial plate was broken. There was a surgical delay of one (1) hour. The surgeon successfully completed the procedure. The patient outcome is unknown. During manufacturer¿s preliminary analysis of the returned devices it was identified that the screw head of one of the va locking screws is damaged/sheared off. Concomitant devices reported: 3.5mm crtx scr s/tap 20mm (part# 02.206.220, lot# 6788514, qty 1) va locking screws (part# unknown, lot# unknown, qty 5). This report is for one (1) unknown variable angle (va) locking screw. This is report 2 of 2 for complaint (B)(4).

Event description:
Concomitant medical products: 3.5mm crtx scr s/tap 20mm (part# 02.206.220, lot# 6788514, qty 1) 3.5mm ti va locking screw 26mm (part# 04.127.126, lot# unknown, qty 1), 3.5mm ti va locking screw 28mm (part# 04.127.128, lot# unknown, qty 1), 2.7mm ti va locking screw 34mm (part# 04.211.034, lot# unknown, qty 1), 2.7mm ti va locking screw 36mm (part# 04.211.036, lot# unknown, qty 1), 2.7mm ti va locking screw 38mm (part# 04.211.038, lot# unknown, qty 1).

Manufacturer narrative:
A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq), identified screw breakage at the region proximal to its head portion. The broken head portion was not returned. Furthermore, the threads were observed significantly worn and rolled at its proximal portion near to breakage. Also, slightly worn threads were identified on distal tip region under 10 x magnification . No further issues were noted. The device condition agree with the reported condition and the complaint was confirmed. With no lot number information available, the device date of manufacture is unknown and the relevant current revision drawings were reviewed and no design issues were noted: dimensional inspection: due to post-manufacture damage, accurate thread dimensions at the broken portion and rolled over thread portions could not be obtained. However the thread diameter distal to breakage measured 2.515 (om-147) that falls out of the specification of 2.52 mm to 2.7 mm per relevant drawing. Inspection sheet and truncated transparency drawing document were used to obtain the least material outer diameter specification on thread. The observed post manufacture worn conditions could have likely caused this out of specification condition. Document specification: a review of the raw material device history record and material review could not be performed due to unknown lot number. However, no material related issues such as material voids or inconsistencies were identified during visual inspection that could have caused to complaint condition. No definitive root cause could be determined. The complaint condition is confirmed. However, any unintended excessive forces could have contributed to complaint condition. During the investigation no unidentified product design issues or manufacturing discrepancies were observed that may have contributed to the observed complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, based on the investigation findings, it has been determined that no further corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.